Event description:
Cardiac pt with an implanted automated pacemaker/defibrillator. Came to ER due to questionable function of pacemaker/defib. Pt placed on bedside monitor, developed ventricular fibrillation. Bedside monitor did not alarm. Family member came out, ER nurse found bedside monitor showing v-fib ryhthm. Pt unresponsive. Pt went into asystole, ER nurse gave precordial thump and pt's defibrillation fired. Pt returned to nsr. No adverse outcome after returning to normal rhythm. Pt was sent onto another hospital to have pacemaker/defib checked.

Event description:
Add'l info rec'd from MFR 7/29/02: the initial user facility report indicated that the passport2 monitor involved in the event failed to alarm asystole when the pt developed ventricular fibrillation and subsequently went into asystole. MFR contacted the site in june to obtain add'l info to assist them in their evaluation of the event. Based upon their response, which was received on july 15, it was apparent that a visa central station monitor (catalog number 0998-00-169-03) was in use with the bedside passport2 monitor at the time of the event. During follow up communication with hospital's emergency dept mgr, the site reported that the visa central station monitor also failed to alarm at the time of the event. The passport2 monitor involved in the event was returned to the factory and evaluated. It was determined that the monitor's software package does not include arrhythmia detection. This explains why the passport2 monitor did not alarm at the time of the event. The passport2 monitor was found to be operating according to factory specifications and was returned to the customer. However, the fact that the passport2 did not include the arrhythmia package does not affect the ability of the visa central station monitor to detect ventricular fibrillation or asystole conditions. Review of add'l info requested from and provided by the site regarding monitor settings and clinical details of the event also did not provide an explanation for the visa central station to fail to alarm. Therefore, on july 25, datascope offered to evaluate the visa involved in the event. MFR is in the process of arranging for that evaluation at this time.

Event description:
Add'l info rec'd from MFR 9/6/02: this letter is being sent to provide you with add'l info related to report number 0600710000-2002-0001, which concerns a user facility report filed by the hospital involving a datascope passport2 vital signs monitor and visa central station monitor. MFR has completed its evaluation of the visa central station monitor (catalog number 0998-00-0169-03) involved in the event. Channel 3 was found to be non-functional; however, emergency room mgr advised MFR that hospital staff were aware of this condition and were using channel 7 at that time of the event. All functional channels, including channel 7, were found to be operating according to factory specifications. MFR is returning the monitor to the customer.

Event description:
Add'l info rec'd from MFR 06/28/02: MFR received FDA's letter on june 17th. At that time, MFR determined that datascope pt monitoring had no info on file related to the event. On the 19th of june, MFR contacted facility who is listed on the reported as the initial reporter of the event, with a request for add'l info, which will assist MFR in its response. They offered to forward MFR's request to the e.r. Mgr, who was out of the office at the time, and get back to MFR this week, MFR is waiting for reply. In light of the fact, and the fact MFR will be out of the office next week, MFR respectfully requests that this letter be accepted as an initial response, with a follow-up response to be provided by july 31.